Event description:
The customer reported a clenz leak by the front of the beckman coulter lh500 instrument. The customer could not locate the source of the leak. The leak was noticed during the start up of the instrument and the start up results were within specifications. The user was wearing personal protective equipment (ppe) consisting of a lab coat, safety glasses and gloves at the time of the incident. The msds was not reviewed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) could not find a leak in the instrument. The fse ran start ups and shutdowns but could not find a leak. Root cause of the leak is unknown. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).